Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia during a supply change, with a reported blood glucose of 200 mg/dl and no associated alerts or alarms, while using an inset infusion set and performing the change independently with phone support for reassurance. Symptoms included elevated blood glucose. Outcomes included no hospitalization and no reported injury. Troubleshooting and education were completed with the user, and no additional interventions were required. Investigation included review of the event details and user-reported context, with no device alarms or confirmed sensor or pump malfunction identified. Investigation of this case revealed an unclear cause of hyperglycemia, with no evidence of device failure or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.